Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported symptom which was not reproduced. During a physical inspection of the device, cracks were found in the upstream sensor tail pins. The failed upstream sensor was replaced.

Event description:
It was repoted that a spectrum pump constantly displayed the air in line message. Any py involvement. Injury, or medical intervention is unk.